Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was not released by the medical facility.